Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cadiere forceps instrument had poor articulation. The surgeon attempted to use the instrument for almost two minutes. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.61mm. The grips were not found to be cracked. The complaint regarding poor articulation was confirmed by failure analysis. The probable root cause of the bent grips is attributed to damage either during use, which can be caused by grasping hard tissue or objects or through collisions with other instruments.